Event description:
Information was received indicating that adhesive was missing from a smiths medical cleo® 90 infusion set. The patient reported a blood sugar higher than 340 requiring additional insulin to bring it to a therapeutic level. The patient recovered with no further adverse effects.